Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital complaining of some light headedness. The patient had complete heart block also. It was noted that the right ventricular (rv) lead exhibited unstable thresholds. Output was set to maximum and a temporary pacemaker was implanted as a backup. Lead impedance had risen steadily. The physician elected to leave in the implantable pulse generator (ipg) and program it to air after they implanted a leadless pacemaker. The patient has now two primary devices one for rate support and one for the complete heart block. The rv lead remains in use also. No further patient complications have been reported as a result of this event.